Manufacturer narrative:
The pt remains ongoing on lvad support. The system controller was returned to the manufacturer for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with a left ventricular assist device. The perfusionist reported that the black power lead on the system controller was partially crushed and severed. The strain relief on the system controller was also broken. The system controller was exchanged.